Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 5/18/2020 that a sign fin nail implanted to repair a fracture was replaced due to a non-union and nail migration. The fin nail was replaced with a 10mm x 280mm fin nail per the sign technique manual. Surgeon comment: "history of non union. He ha had retrograde fin nail done one year ago ended up with non union, loose screws and nail migration to the knee joint. Bigger nail was introduced."